Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received weak battery and failed battery test alarms. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test and weak battery alarm noted. Insulin pump received with stripped battery cap coin slot (p) noted.the initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2016.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2016.